Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Visual evaluation of the returned device found sticker residue and minor scratches present on the unit; otherwise it appeared to be in fair physical condition. All knobs and switches functioned properly. The unit did not pass the endostat ii return evaluation procedure as readings in all three monopolar modes were high. The condition of the returned device was not consistent with the complaint that "monopolar mode [...] Did not deliver rf," the complaint was not confirmed. The monopolar mode did require calibration due to output slightly above specifications, but this would not cause the reported failure.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of generator fails to deliver rf energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure no rf power delivery was achieved in the monopolar mode. All the accessory devices in use (the grounding pad, the foot switch, the active cord, and a bsc snare) were replaced, one at a time, in an attempt to identify the problematic system component. No rf power delivery was achieved after the accessory devices were replaced, and the account alleged no malfunctions of any of these devices. The procedure was completed with a different endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure no rf power delivery was achieved in the monopolar mode. All the accessory devices in use (the grounding pad, the foot switch, the active cord, and a bsc snare) were replaced, one at a time, in an attempt to identify the problematic system component. No rf power delivery was achieved after the accessory devices were replaced, and the account alleged no malfunctions of any of these devices. The procedure was completed with a different endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure no rf power delivery was achieved in the monopolar mode. All the accessory devices in use (the grounding pad, the foot switch, the active cord, and a bsc snare) were replaced, one at a time, in an attempt to identify the problematic system component. No rf power delivery was achieved after the accessory devices were replaced, and the account alleged no malfunctions of any of these devices. The procedure was completed with a different endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.